Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed due to limited information received from the customer. Device history and complaint history review was not performed due to limited information provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Under "possible adverse effects," number 2 states, "early or late postoperative, infection, and allergic reaction," number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity," and under "warnings," it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Following review, no new risks were identified. Literature: ritter, m.a, davis, k.e., small, s.r., merchun, j.g. Farris, a. Trabecular bone density of the proximal tibia as it relates to failure of a total knee replacement (2014) bone joint j 2014;96-b:1503¿9. Zimmer biomet complaint (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2014 -09017 and 0001825034 -2017-08300/08303/08304/08306/08307/08309. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article titled, "trabecular bone density of the proximal tibia as it relates to failure of a total knee replacement¿. It was identified in the article that (19) unknown patients underwent revisions due to isolated patella failure. There has been no further information provided and the patient(s) outcome is unknown.